Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt was going to need a new ins soon because their ins wasn't lasting as much and this issue started within the last year or 6 months; caller noted it had been at least 6 months. Caller stated the pt was implanted in (B)(6) 2014 and the old one was head only (ps understood this as pt's previous ins was head only eligible) and caller noted the previous ins was replaced due to normal battery depletion. Caller also noted pt was forgetful and let it run out one time and now the caller kept an eye on their device. Caller noted two more times and it was no good (ps understood this as pt had their device restarted and ps reviewed restarting ins information). Caller also stated pt had an MRI of the lower back but this time it was a thoracic spine MRI from the shoulders down to the bottom of the ribcage. Caller stated pt was implanted in 2014 and the pt's battery charge wasn't lasting as much but it was still working. Ps reviewed eri and eos information and caller noted they hadn't seen any messages on the external equipment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient representative called stated they need to meet with a mdt rep to check the implant status so patient could have an MRI of his back. Caller stated the ins is dead and doctor wants to confirm the ins status before having the MRI. Ps asked caller to use the pp to connect with the implant and caller said they are getting poor communication message. Caller stated they have seen hcp face on the insr but not sure what message mean. Caller stated hcp office told them to call mdt for assistance. Ps re-opened case and sent email to local reps in the area for assistance. Caller stated patient does not want to get another implant because of health and age.